Manufacturer narrative:
An event regarding pin dissociation of a triathlon 4:1 cutting guide was reported. The event was confirmed. Method & results: -device evaluation and results: inspection of the returned device confirmed the pin had dissociated from the device body. Additional dimensional inspection was not performed as it was confirmed the product was within scope of the associated CAPA. -medical records received and evaluation: not performed as there was no indication that patient factors contributed to the reported event. -device history review: all devices accepted into final stock conformed to specification. This review confirmed the device was manufactured prior to CAPA implementation. -complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the investigation concluded that the fixation peg disassociating from the triathlon 4:1 cutting block was caused by a manufacturing nonconformance. It was concluded that the supplier, (B)(4), had not performed the required press fit operation between the peg and block which led to the pin coming out of the assembly. Stryker reserves the right to re-evaluate this investigation if additional relevant information becomes available.

Event description:
As per sales rep, during a right knee procedure one of the cutting block pegs broke off. Surgeon used pliers to remove pegs from the femur.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
As per sales rep, during a right knee procedure one of the cutting block pegs broke off. Surgeon used pliers to remove pegs from the femur.